Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient has alleged cancer, lung disease while using the device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be file.

Manufacturer narrative:
Repair evaluation information was received on 2/26/2023 and h11 is updated as: the manufacturer received information regarding a dreamstation auto CPAP. The patient has alleged cancer, lung disease while using the device. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. During the evaluation, there was zero error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In section d:- model number, catalog item identifier and product UDI are updated/corrected in this report. Section g and h is updated in this report.